Manufacturer narrative:
The review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use states that potential device or procedure related adverse events include: neurologic damage, local or systemic (e.g stroke, paraplegia, paraparesis). Additional devices implanted and/or related to this event: tgu373710/9721992.

Event description:
On (B)(4) 2013, this pt underwent an endovascular procedure with gore tag thoracic endo6r "osthesis" to treat a thoracic aortic aneurysm. The pt tolerated the procedure. It was reported the pt had extreme calcium, thrombus, and tortuosity in the vessels. It was reported on (B)(6) 2013, the pt was experiencing paraplegia.